Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to off label use from not following proper procedure before magnetic resonance imaging test and loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.